Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011, the patient passed out after the school nurse primed her pump while it was still attached. The patient received an inadvertent infusion of approximately 73 units insulin. The patient's blood glucose level was 355 mg/dl. The nurse attempted to give the patient a 2.0 unit bolus, but was unable to do so due to an "empty cartridge" alarm from the pump. The pump's history revealed six primes performed by the nurse; it is not known for certain if the pump was still attached to the patient during that time. Twenty minutes afterwards, her blood glucose level dropped to 25 mg/dl. The patient was transported by emergency services to the hospital. No information was provided at the time of the call with customer support as to the patient's condition or treatment. Troubleshooting revealed the pump settings were correct and was accurately delivering insulin as programmed. The patient received an inadvertent infusion of insulin and afterwards suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no insulin delivery defect was found. No activity related to the complaint was observed in pump history, no data from the time of the inadvertent infusion was available due to continued use. Before priming, the pump displayed the appropriate warning. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and found to be delivery within the required specifications. The inadvertent infusion is attributed to the user priming the pump while still attached. The user guide instructs the user to disconnect before priming. Unrelated to the complaint when the pump was left without power for 6 hours and then powered back on, it returned to the default time and date settings. The pump was opened and the internal battery found to be leaking.